Event description:
Initial report indicated the fluid loss alarm occurred around 8.5 minutes into the ten minute procedure, when the physician manipulated the device while in the patient. Reported angle of the device relevant to the patient was at a 9 o'clock angle. It was reported that the patient began to breathe heavily and the anesthesiologist administered additional pain medicine. Post system cooldown, the physician observed the gauze around the handpiece was wet. The gauze was removed and it was determined the patient received a 1st degree burn. The physician applied topical ointment and shared the patient would be discharged after the procedure as the burn was not a concern.

Manufacturer narrative:
The manufacturer contacted the physician to obtain additional information related to this event. It was subsequently reported that the physician performed the procedure on a patient suffering from aub with a severely anteflexed uterine axis. To be able to navigate the angle of the axis, the physician elected to remove the vaginal specula and conduct the procedure in its absence, thus exposing the sheath of the device to the vaginal mucosa. Upon completion of the procedure, she noticed that a small area of the exo-cervix exhibited signs of unintended thermal effect and a similar effect was present on an area posterior of vaginal mucosa. The patient experienced a significant level of post-operative discomfort and was kept overnight for pain management. The next day, the patient "was doing great" and was discharged. After discharge, during one of the follow-up visits, the physician regraded the unintended thermal effect to a second degree. Based on the information reviewed, there is no indication of a product deficiency. All handpieces meet all qa specifications prior to being released, including adequate sterilization. The IFU instructs the user as follows: "during ablation, the saline temperature continues to rise until 90°c is reached, and the user must continuously: -monitor the cervical seal for fluid loss and to confirm a tight cervical seal. -maintain a stable procedure sheath position throughout the procedure. -monitor the screen for fluid loss level." Additional instructions relative to the importance of speculum use during the procedure are included in the genesys hta user manual, as follows: -"additional components and accessories required for use with the genesys hta system include: 3 liters (l) 0.9% normal saline bags, a standard [?] 3 mm diameter hysteroscope, a cervical sealing tenaculum, and a vaginal speculum." -"confirm that the vaginal speculum is an adequate size (width and length) to assure full separation of vaginal and vulvar tissue away from the procedure sheath, to avoid inadvertent thermal injury, and to provide visibility of the cervix. The temperature of the sheath at this location could be up to 65°c." -"do not rest the procedure sheath on the vaginal speculum during the procedure." -"leave the vaginal speculum in place throughout the procedure." -"confirm that the vaginal speculum is an adequate size (width and length) to assure full separation of vaginal and vulvar tissue away from the procedure sheath, to avoid inadvertent tissue damage, and to provide 360° visibility of the cervix. 1) expose the cervix using a vaginal speculum." Warnings and cautions related to an event of this nature are included in the IFU for genesys hta, including but not limited to: -"the physician must maintain control of the procedure sheath (i.e., not hand off to another individual) for the duration of the treatment to avoid compromising the cervical seal. A compromise of the cervical seal could result in fluid leakage through the cervix, which could result in thermal injury to surrounding tissue". -"do not place the procedure sheath tubing over the patient's leg or in contact with any part of the user's or patient's anatomy, as the tubing carries hot fluid and contact could result in thermal injury. The temperature of the tubing could be up to 55°c." -"throughout the procedure, carefully observe the junction of the procedure sheath with the external cervical os to confirm a tight cervical seal and that there is no fluid leakage". -leave the vaginal speculum in place throughout the procedure. -confirm that the vaginal speculum is an adequate size (width and length) to assure full separation of vaginal and vulvar tissue away from the procedure sheath, to avoid inadvertent tissue damage, and to provide 360° visibility of the cervix..